Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information further received indicated that the pump logs were not available yet. As confirmed, the patient did not experience any symptoms as a result of the motor stalls. The replacement date for the pump still had not yet been scheduled. Once explanted, the pump was expected to be returned.

Manufacturer narrative:
(B)(6).

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in the (B)(6) who received morphine 15 mg/ml at a dose of 5.56 mg/day and marcaine 1.2 mg/ml at a dose of 0.4405 mg/day via an implantable pump for an unspecified indication. During normal use the pump kept alarming daily indicting daily motor stalls as confirmed by the logs. Regarding any environmental, external, or patient factors that may have led or contributed to the event, ¿the patient questioned¿ and no factors were involved. After pump interrogation, the patient was told to go home and monitor themselves for signs of over infusion and under infusion along with the frequency of the alarms sounding. No patient symptoms were reported. No action was taken but the decision was made to replace the pump at some point very soon. The replacement had not been scheduled yet. The pump remained implanted and in-service. At the time of the report, the issue was not resolved and the patient¿s status was alive-no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the pump had not been explanted yet. The case was booked for (B)(6) 2017.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Residue on the gear shaft of the motor gear train resulted in the motor stall(s). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pump replacement still had not been scheduled as ¿fun doing¿ for a replacement pump had not been received yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pump was explanted on (B)(6)2017. The pump was being cleaned at the hospital and then would be returned. Pump log availability was being verified.